Manufacturer narrative:
The customer's calibration and qc recovery were found to be acceptable. A general reagent issue could be excluded. The provided instrument alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Calibration and qc were acceptable.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for urea/bun (ureal) on a cobas 8000 c 702 module. The initial result was 118.5 mg/dl with a data flag. The sample was auto diluted (1:3) and repeated with a result of 6.9 mg/dl. This result was reported outside of the laboratory. Based on the patient¿s creatinine (crej2) result of 10.51 mg/dl the sample was repeated again with a result of 119.4 mg/dl with a data flag. On (B)(6) 2020 the sample was repeated and the result was 122.5 mg/dl with a data flag. The sample was auto diluted (1:3) and repeated with a result of 123.3 mg/dl. The ureal reagent lot number was 45715501. The expiration date was not provided.